Event description:
Pt being treated with brachytherapy had radiation treatment for cervical cancer. Upon follow up examination cyst was noted in vulva, when lanced retained needle was identified. Upon investigation it was discovered that the defective torque screwdriver failed to secure the needle in the template.